Event description:
The customer reported an image black-out while the patient was sedated during a laparoscopic colectomy procedure involving an olympus flex deflectable videoscope. The procedure was completed using an olympus back-up device. The customer suspected a pinhole. There was no patient or user injury reported. The device investigation found the issue to be due to a faulty electronic component and was replaced.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported image issue was determined to be due to a damaged charged-coupled device unit (ccd unit). The root cause of the damage ccd unit could not be determined, however the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.